Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: use after damage, against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the right coronary artery. Three xience alpine stents were implanted, and the 3.5x20mm nc trek balloon dilatation catheter (bdc) experienced resistance with the anatomy during advancement to the lesion. Force was applied, and the bdc bent. Advancement of the bdc was continued, even though the bend was noted. The bdc then separated. The distal portion of the bdc was in the guiding catheter, which was removed as a single unit and the distal portion of the bdc was recovered. The procedure was successfully completed using a new non-abbott bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported kinked shaft and detachment of the device (shaft separation) were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, it should be noted that the nc trek and mini trek rx, coronary dilatation catheters instructions for use specifies: if resistance is felt, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage / separation of the catheter. In this case, it is likely that the force applied against resistance contributed to the reported shaft separation; therefore an in-service letter will be requested. In addition, it was reported that advancement of the bdc was continued, even though the bend was noted. The nc trek and mini trek rx, coronary dilatation catheters instruction for use specifies: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the continuation of use of the device after the bend was noted contributed to the reported shaft kink, ultimately causing the shaft separation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.